Manufacturer narrative:
A ge service rep performed the on site investigation. The malfunction was verified. Replaced the sbc, hard drive, foot switch and thumb switch hold.the system was tested and found to be working as intended and placed back into service.

Event description:
During a pm, it was discovered that the 6800 would not boot up. Per the tech, this normally happens in the morning, but after reboot it works fine. It was also discovered that the foot switch is missing a pivot pin and the thumb switch holder was missing. There was no report of pt injury.